Event description:
Boston scientific received information that this patient recently was seen for their first device check and it was noted that there was loss of capture (loc) at max outputs and increased thresholds. The patient had undergone an unrelated procedure and the programming had been changed at that time. All other measurements remained within normal ranges. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.